Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event in the left eye described as "the injector did not slide correctly and the implant did not come out."